Manufacturer narrative:
Examination was not possible, as the product was not returned. Follow up correspondence with the territory found the lot number is unk. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specification or contributing to the reported event. A two-year search of the complaint database found no prior reports for this product number. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Drill bit broke while in use; tip was left in pt.